Event description:
It was reported the camera head had poor image quality during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.